Event description:
It was reported that during implant, the lead perforated the right ventricular apex. The lead was pulled back into the right ventricle and the perforation closed. The perforation caused pericardial effusion and tamponade. A pericardiocentesis was performed. The patient went into ventricular fibrillation arrest. When performing chest compressions the lead dislodged. The lead was successfully repositioned. The patient was intubated, unresponsive and in the ICU.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.